Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Unrecoverable balance chamber pressure alarms occurred during a routine hemodialysis treatment. Partial rinseback was completed, resulting in an estimated blood loss of 95cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback in a timely manner following unrecoverable alarms as instructed in the user's guide. The exact cause of the reported alarm cannot be determined. The user's guide contains probable causes and appropriate instructions for resolving alarms. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling instructions are followed. No similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.